Manufacturer narrative:
B2, h1: a risk to the patient's health could not be excluded for these specific circumstances, since an additional surgery had to be performed to remove parts of the damaged spine reference clamp (carbon) that had fallen into the surgical site and remained inside the patient's body after the initial surgery. According to the surgeon (treating clinician): an additional surgery was performed due to the reported problem. All parts of the damaged spine reference clamp (carbon) that had been left in the patient's body were removed during the additional surgery. There were no further remedial actions for the patient done, necessary or planned. Hospitalization was not prolonged either. A comprehensive investigation by brainlab regarding this specific event is currently ongoing and final conclusions are pending. Brainlab plans to issue a follow-up report upon completion of the investigation. H6, h7: a comprehensive investigation by brainlab regarding this specific event is currently ongoing and final conclusions are pending. Brainlab plans to issue a follow-up report to the FDA upon completion of investigation.

Event description:
A minimally invasive surgery on the lumbar spine due to a spinal stenosis at l4/l5 was performed with the aid of the display by the brainlab navigation software spine & trauma navigation 2.0. After the surgery, damage to the spine reference clamp (carbon) was discovered, which led to an additional surgery, on the same day, to remove pieces of the damaged clamp that had been left in the patient. According to the surgeon: an additional surgery was performed due to the reported problem. All parts of the damaged spine reference clamp (carbon) that had been left in the patient's body were removed during the additional surgery. There were no further remedial actions for the patient done, necessary or planned. Hospitalization was not prolonged either.